Manufacturer narrative:
H10: reassessment of this incident found it not to fulfill reporting criteria. The lack of an alarm or a ¿defective alarm¿ will not directly or indirectly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies, loss of wound management / monitoring (conservatively defined as greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This incident is considered not reportable pursuant to 21 cfr part 803.

Manufacturer narrative:
Internal complaint reference (B)(4). Initial reporter postal code: (B)(6).

Event description:
It was reported that, a renasys go npwt device had the vacuum motor defective presenting suction problems, also did not show the low vacuum alarm indication and case was broken. As this was noticed upon service and repair activities, there was not patient involvement.